Event description:
It was reported that the patient presented for the routine generator change. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. No intervention or programming changes were made and the patient continued to be monitor. The patient was stable throughout.